Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no failures. A technical support specialist (tss) verified that no failed drawers were present under populate buttons. The customer was advised to have facility staff contact technical support center (tsc) while the issue was occurring, remain at the cabinet without taking corrective action, and request a case number to assist with troubleshooting. The customer acknowledged the guidance and authorized case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, drawer failed to open and unable to issue medication (ciprofloxacin 250mg tab). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.